Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited over-sensed noise which resulted to inappropriate mode switch. No interventions were performed. The patient was in stable condition.